Event description:
Lap chole - "surgeon performed lap chole. When trying to remove the specimen, with a large stone, out of the pt the bag broke at the bottom of the bag (furthest away from the guide bead)."

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not know or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.